Event description:
Event: post implant intervention. Case details: a two year post implant follow up revealed a type I endoleak at the superior attachment system. A competitor's graft extender was placed in the superior attachment system to resolve the endoleak. No leak was detected at completion of the original implant in 2001.